Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, intermittent elevated pacing lead impedance was observed. Later, the measurements became frequent so the physician decided to cap and replace the lead on (B)(6) 2016. Patient tolerated the procedure well and patient will be followed normally.